Event description:
It was reported that during procedure there was a low energy issue with the console, as a result 4 fibers were burnt before understanding that the issue was with the console. The procedure was cancelled. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Event description:
It was reported that during procedure there was a low energy issue with the console, as a result 4 fibers were burnt before understanding that the issue was with the console. The procedure was cancelled. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.